Event description:
Additional information received noting that the patient had their duty cycle decreased and there was no change and then amphetamine xr (adderall) was stopped and then the patient&#39;s hyperventilation was controlled. The patient&#39;s duty cycle was later increased again and there was no impact on the patient&#39;s hyperventilation. Therefore, the neurologist concluded that the vns did not cause the patient&#39;s hyperventilation that induced more seizures.

Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently did not select any outcomes.

Event description:
It was reported that the patient has always suffered from hyperventilation induced seizures and ever since their duty cycle was increased, the patient was hyperventilating more inducing more seizures. The patient's settings were decreased and since there has been less hyperventilation and seizures. No other relevant information has been received to date.